Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was not working correctly it was alarming no delivery. Caller stated that the customer kept attempting to deliver a bolus and ended up over delivering 145 units to himself. Caller stated that the customer was having dangerous low blood glucose and she treated with candy, sugar and (B)(6). Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.